Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter the needle broke and pierced through the catheter. The following information was provided by the initial reporter: 4th format: needle bends, breaks easily and the tip opens and does not screw well. In the fourth format of the attached file it is stated that there was a permanent injury. Could you give us a better detail of the impact on the patient? What was the permanent injury? The application site had to be changed and the catheter changed. For the same case, was there a need for medical intervention? Yes, there was a need for medical intervention.

Manufacturer narrative:
Patient age: patient¿s birthday was not provided, (B)(6) was used based on age of patient. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 9059667, and no quality issues were found during production. Our quality engineer reviewed the provided photo but could not identify any visible defects in the provided photo. Based off the provided photo the engineer was unable to verify the reported defect. Since no defects were observed a definitive root cause could not be determined.

Event description:
It was reported while using bd insyte¿ autoguard¿ winged shielded IV catheter the needle broke and pierced through the catheter. The following information was provided by the initial reporter: 4th format: needle bends, breaks easily and the tip opens and does not screw well. In the fourth format of the attached file it is stated that there was a permanent injury. Could you give us a better detail of the impact on the patient? What was the permanent injury? A: the application site had to be changed and the catheter changed. For the same case, was there a need for medical intervention? A: yes, there was a need for medical intervention.